Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly.

Event description:
The customer reported via phone call they experienced low blood glucose. The customer¿s blood glucose level was 53 mg/dl. The customer also stated that the insulin pump received this alarm is generated when a power system error is detected and this error does not prevent the pump from running. Troubleshooting was performed and noticed that the self test was failed. The insulin pump was returned for analysis.